Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable needed to be replaced. No further info is available.